Manufacturer narrative:
The manufacturer has not yet received the device for review. The surgery report and x-rays were received. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a ncb screw generic was implanted on (B)(6) 2014 in the right femur. In the post-operative x-rays, foreign material was found. The revision surgery was on (B)(6) 2014.